Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the bottom trigger was bad was confirmed. An assessment was performed and it was observed that the unit's bottom trigger was loose and came off. It was noted that the bottom triggers flange was loose. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that post procedure it was observed that the bottom button of the small battery drive device was bad. During in-house engineering evaluation it was observed that the bottom trigger was loose and had come off. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.